Manufacturer narrative:
Corrected data: h6 (in error, type of investigation code ¿10¿ was listed on the initial report instead of ¿4114¿) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer reported the unit is not working with 190 scopes, although the scopes do work on a different tower. The 180 scopes are working with the device. The customer was advised to clean the socket on the light source and if that did not resolve the issue to send the device in for repair. The user facility was going to try that and confirm back with olympus if that resolved the error. After attempts to reach the reporter, olympus has not been informed of the current status of the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
A user facility reported to olympus error code b30 scope communication error while using evis exera iii xenon light source. There were no reports of patient or user harm associated with this event.